Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the spider fx capture wire was missing the filter assembly (consistent with the reported event. The distal edge of the capture wire core exhibited a flat edge (not irregular like a typical fracture). Part of the powercross inner shaft (222mm of "stretched" length) was necked-down on the capture wire core.

Event description:
The patient presented with a severely calcified left sfa with a chronic total occlusion (cto). The cto was crossed with a wire and glide catheter. The physician was going to pta the heavily calcified area with a powercross 6x200. During inflation at 8atm the balloon burst. While withdrawing the powercross, the balloon detached from the catheter. This was noted when the catheter came out without the balloon. Under fluoro the balloon could be seen partially inside the sheath with about 80mm still outside of it. The retrieval of the powercross balloon was not possible so the spiderfx was withdrawn attempting to capture the tip of the balloon. The tip of the balloon was captured and the two systems, along with the sheath, were being withdrawn when extra force was required, causing the spider wire to break. At this point, the only viable solution was to perform a cut down. A full femoral cut down was performed and an arteriotomy made in the femoral artery allowed complete extraction of the remains of the ruptured balloon and the spider basket. Please reference MDR 2183870-2015-00189 for the powercross used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).